Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the cadiere forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy (right) surgical procedure, the cadiere forceps (cf) instrument distal part was broken. The cf instrument could not be moved, and customer had difficulty extracting the instrument. Customer used a backup instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the distal part of the instrument was broken. No fragment fell inside the patient¿s anatomy. Port-operative tests were not performed. The cf instrument was not removed with the cannula together. The cf instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 3.92mm x 3.08mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause for the broken instrument main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.